Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Female consumer via phone stated that the top part of her brush head came off. No injury was reported.